Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results from the cobas 6000 e 601 module analyzer. The initial result was 33.04 pmol/l and the retest results were 5456 pmol/l, 5395 pmol/l, 5482 pmol/l and 5550 pmol/l. The questionable results were not reported outside the laboratory. The reagent lot number was 394029 with an expiration date of 29-feb-2020.